Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms were noted during bolus/basal delivery. The motor was tested outside of the device and it passed. The pump also had a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the insulin pump alarmed motor error during prime. The device also has cracks on the battery compartment. Customer's blood glucose was unknown. No further information reported.